Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was an attempted implant. The lead was repositioned three times due to a lack of sensing. The helix stopped extending and retracting, and the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms, with no capture observed. A new lead was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was an attempted implant. The lead was repositioned three times due to a lack of sensing. The helix stopped extending and retracting, and the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms, with no capture observed. A new lead was implanted to complete the procedure. No adverse patient effects were reported.